Event description:
It was reported that a 31-year old female patient underwent primary breast augmentation with two 375cc mentor smooth round moderate plus profile saline breast prostheses and suffered breast implant deflation on an unspecified breast, post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Multiple follow-ups have been performed, however, no clarifying information has been made available regarding which side is deflated. For now, both the left and right implant information will be provided. A supplemental report will be sent when clarifying information is received.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 7422800 number, and no non-conformances were identified. Manufacturing date: 23/jan/2017. Expiration date: 22/jan/2021. A manufacturing record evaluation was performed for the finished device 7397047 number, and no non-conformances were identified. Manufacturing date: 11/nov/2016. Expiration date: 10/nov/2020.